Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump screen went blank, after pressing a button. Customer stated this was occurring after every time he would press a button. Customer's blood glucose was 142 mg/dl. No physical damage was noted. The insulin pump reportedly had not been bumped, dropped, or exposed to moisture. Customer did not have a brand new battery, with which to complete troubleshooting. It was further stated that when pressing the escape button, the screen would turn back on. No significant events leading to keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.